Event description:
Procedure: lap gastric banding. According to the reporter: the surgeon could not remove the device from the port. The device was bent and difficult to unbend. The or time was extended and additional incision had to be made to remove the device from the patient. It was also reported the insulation tore on the shaft of the device on the distal end while inside the patient. There was no report on component falling into patient cavity. Additional clarification has been sought.

Manufacturer narrative:
Date of report: december 3, 2007.